Manufacturer narrative:
(B)(4). Method: the complaint infant warmer was received at the fisher & paykel healthcare service center in (B)(4), where it was inspected by a trained technician. Our investigation is based on the service report and photographs provided by our us facility. Results: inspection of the supplied photographs revealed that the harness connector housing, the heating element terminal and the head uppercase were all discoloured. Additionally, the photographs revealed that the baffle insulation was heat damaged. A lot check revealed no other complaints of this nature for the lot number provided. Based on the lot number provided, the unit is over 12 years old. Conclusion: the upper and lower harnesses are used to connect the head unit to the control unit of the infant warmer. Previous investigations of similar complaints revealed that the discoloured harness connectors of the infant warmers were most likely the result of arcing that occurred between two electrical contacts, leading to contact failure. The arcing was most likely caused by a poor connection. The warmer's controller continuously monitors the power delivered to the heating element. Should the connectors completely fail the infant warmer displays an error code and enters a fail safe state where the heater element is disabled and the infant warmer alarms to allow the user to act and provide an alternate means of warming. Furthermore, the components of the harness assembly are wrapped in a fire retardant sheath, and the entire enclosure is made from fire retardant plastic. The discolouration observed on the warmer head casing is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the warmer head begins to warm up during use, a chemical reaction with the incompatible cleaning solution results in gradual cracking and crazing of the warmer head. The infant warmer service manual for the affected unit features a diagram of the infant warmer which highlights the polycarbonate & acrylic components and states the following: - caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides,hypochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base. - caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces. The warmer head was fitted with a new head kit and harness kit and returned to the healthcare facility after passing the required electrical safety tests.

Event description:
A hospital in (B)(6) reported that an iw934 cosycot infant warmer displayed an error e17. A service of the device was requested. Upon servicing of the infant warmer at the fisher & paykel healthcare (fph) service center in irvine, california, the reported fault was confirmed and the harness connector was found to be discoloured. No patient consequence was reported.